Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to insertion into the patient's body, it was noted that the helix of the right atrial (ra) lead was difficult to retract. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - the correct event description should have been "it was reported that the patient presented to the hospital for an implant procedure. Prior to insertion into the patient's body, it was noted that the helix of the right atrial (ra) lead was difficult to retract. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences" rather than "it was reported that the patient presented to the hospital for an implant procedure. Prior to the procedure, it was noted that the helix of the right atrial (ra) lead was difficult to retract. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences."

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to the procedure, it was noted that the helix of the right atrial (ra) lead was difficult to retract. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and free of blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No anomalies or distortion of the helix or inner coil were found. The helix could be extended and retracted when torque applied to the connector pin.